Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface assembly replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
This report is based on information provided by philips remote service personnel and is being investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting the screen on a v60 ventilator was blank. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) discussed the issue with biomed and determined part replacement was necessary. The rse provided information regarding lcd replacements. Resolution pending.